Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported ¿right side capsular contracture." Healthcare professional reported baker grade iii. Device remains implanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Healthcare professional additionally reported "hole, non-specific." Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases, wear abrasion and void >1 mm in non-textured. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient reported ¿right side capsular contracture." Healthcare professional reported baker grade iii. Healthcare professional additionally reported "hole, non-specific." Device has been explanted.